Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis and hyperglycemia, with a blood glucose reading of 427 mg/dl. The customer's mother stated that prior to the second hospitalization, the customer was vomiting and experiencing lower abdomen pain and had elevated blood glucose levels for 10 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.